Event description:
Procedure type: laparo kidney resection. According to the reporter: gray seal fell into the pt cavity. The fallen pieces were retrieved. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).